Event description:
24 ga x 0.55 in piv placed with + blood return initially however difficult flush. When catheter and extension removed, site bled very well. When tried to flush once removed difficult flush, no apparent clot but catheter appeared curved /bent.